Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 10:10:01. During night drain cycle one, the patient's ultrafiltration reading was 2550ml, indicating the home patient (hp) drained 2550ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.